Manufacturer narrative:
The following products (implants and instruments) were used in the surgery: product ID: cx01b, lot no.: unknown, 510(k): k163032, UDI: (B)(4). Product ID: ocp220, lot no.: unknown, 510(k): k152057, UDI: (B)(4). Product ID: kex152eb-cds, lot no.: unknown, 510(k): k123771, UDI: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent ablation and kyphoplasty at t11 due to metastatic bone tumor, compression fracture, vertebral instability and plasmacytoma. There was nothing wrong with the products during the surgery; and the procedure was completed without any issues. Even after several days post-op, patient continued to have pain. The treating physician then re-imaged the patient with CT and MRI on (B)(6) 2019. Upon review of these images, patient showed signs of an epidural hematoma posterior to the treated level. Due to these complications, the patient had a longer stay in the hospital than anticipated.